Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an x-ray sponge. The customer states the sponge frayed on the wound and the threads had to be removed with forceps.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway, upon completion the results will be forwarded.